Manufacturer narrative:
Seki, r. Et al. Case in which pulmonary vein isolation was performed using pulsed field ablation, but recurrence occurred, and a second session was performed. Perspective of 3d mapping [conference presentation]. Mpp62. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that atrial fibrillation occurred. Procedure summary: a pulse field ablation (pfa) procedure for pulmonary vein isolation and linear ablation between the inferior vena cava and tricuspid annulus to treat atrial fibrillation was performed using a farawave catheter. Event summary: post procedurally the patient experienced intermittent episodes of atrial fibrillation for seven (7) days. The patient underwent a follow up pfa procedure. Three dimensional (3d) mapping of the pulmonary veins and their surrounding areas revealed re conduction in parts of the right upper and right lower pulmonary veins. Electricity was applied to these areas and the pulmonary veins were isolated. Patient status: no further information on the status of the patient is available.